Manufacturer narrative:
Product event summary: at analysis it was noted that there were errors in the update history, the touchscreen was out of specification and the power bay assembly was worn. New software was installed, the touchscreen was replaced and calibrated and the power bay assembly was also replaced. The unit then passed its electrical safety test and all final functional and systems tests.

Event description:
The programmer was returned with no information and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.